Manufacturer narrative:
The investigation is still ongoing for this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
It has been reported to philips that the table top automatically moved backwards in table tilt position with rapid speed. This occurred 3 times. The system was not in clinical use. There was no patient on the table. No harm has been reported to philips. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this issue. Philips has confirmed with the customer that when moving the table longitudinally the table automatically moved rapidly backwards in tilt position. The system was not in clinical use. The issue occurred in between scheduled procedures. Philips has confirmed that there was no harm to any users as no one was at the head or foot ends of the table. Philips has inspected the system on site and based on troubleshooting performed, determined that the longitudinal potentiometer had failed. The analysis of the log files confirmed this failure. The longitudinal potentiometer assembly was replaced after which the system was returned to use in good working order. No similar complaints have been identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.